Manufacturer narrative:
Device eval: as per evr-19980080; a systematic review and investigation for the cause of this issue has been completed. It has been determined that the root cause for this issue is water contamination/debris. This failure happens over time and could not have been anticipated. No trends have been identified. No corrective action is recommended since the failure was induced by the customer site.

Event description:
The customer alleged low volumes found on the ventilator during testing. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the q3 flow sensor. His performance testing found sol 6 leaking and he replaced sol6 and 8. The unit passed extended self testing. It is not verified that the device malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.